Manufacturer narrative:
(B)(4). When the customer reported this incident, they provided multiple dates which were thought to be additional dates when the device malfunctioned. Additional information was obtained that confirmed the additional dates were dates when product from that lot number were received by the facility, not dates when the product malfunctioned. Based on this information, no malfunction occurred; therefore, this is not a reportable event . The actual device that malfunctioned and the reported condition are documented under medwatch 6000001-2010-04292.

Manufacturer narrative:
The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)

Event description:
Customer reports leakage from the middle injection port. No patient involvement was reported. No patient injury or medical intervention occurred.